Event description:
The rptr did back to back blood glucose tests, with results of 128 and 220 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. Rptr would call back to do control tests. No harm was alleged. Attempts to contact the rptr to obtain further info have not been successful.